Event description:
It was reported that during use the handpiece vibrates and gets hot. There is no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: the product was received for eval. The customer's reported problem that the drill vibrates and gets hot was confirmed. The customer will be contacted for info on care and maintenance of this product.